Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a scratch from the root of the haptic to the front of the center of the optical section was confirmed after implantation. The surgery was completed without product replacement. The sample is not available for return as it was still implanted in the patient's eye. Additional information has been requested and received that the surgeon suspects both iol and cartridge and requested the investigation of cartridge too. No health hazard at this time.

Manufacturer narrative:
The used company device was not returned for evaluation. A video was provided. The lens and cartridge preparation was not shown. Both haptics appeared to be tucked in the optic fold. The lens was advanced from mid-nozzle into the eye. No dwell was observed. After the lens was delivered, a mark was observed, on the posterior surface of the lens. The video ends with the lens still in the eye. The lens and viscoelastic, indicated are qualified products. The handpiece used was an company device, which is not the qualified handpiece for company lenses. The root cause for the reported lens damage cannot be determined. No determination can be made without physical evaluation of the complaint sample. Based on review of the provided video, a non-qualified handpiece was used. Company iols are qualified for use with the company cartridge/ company device handpiece combination. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications. During the implantation process. Per the company device directions for use (dfu): the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.6. FDA eval codes - method code 4112 was updated. It should have been reported in smdr. The manufacturer internal reference number is: (B)(4).